Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via data transmission of the implantable cardioverter defibrillator. The transmission revealed that the device exhibited stored episodes of post paced t wave oversensing. Programming changes were recommended. The patient reported no symptoms as a result of the oversensing.

Event description:
New information received stated that the patient presented in clinic on (B)(6) 2020 and programming changes were made on the implantable cardioverter defibrillator. The post paced t wave oversensing anomaly was resolved.